Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014, post sudden cardiac arrest and developed skin injuries during treatment with the articsun temperature management system.

Manufacturer narrative:
Investigation remains in process. Once the investigation is complete, a supplemental report will be filed.